Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an inaccurate fill estimate. Customer's blood glucose level was 125 mg/dl. Reportedly, the cartridge was reloaded and customer received an accurate fill estimate.